Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead: (B)(6) 2006. 419678 implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the entire bi-ventricular defibrillator system was removed due to endocarditis. No further patient complications have been reported as a result of this event.